Manufacturer narrative:
Method: visual inspection. Results: the instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage and a field bulletin was also sent out to emphasize this point. A materials analysis performed on the returned cage reported that the cage fractured in fast propagation, this means that fracture was likely caused by a sudden impact. The plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. Conclusion: the solis cervical cage size h 4 mm l 14 mm was confirmed to be fractured upon visual inspection. A delay of 30 minutes (s1) was reported. No new harm/hazard has been identified. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported that the solis cage was broken when surgeon put it into cervical space.

Event description:
It was reported that the solis cage was broken when surgeon put it into cervical space.